Event description:
It was reported via repair work order that the both siderails lost electrical functionality due to malfunctioned siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.